Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause of the reported patient device interaction problem associated with thrombus. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting levels were 320s and heparin was give. A possible thrombus seen when device deployed to ball on intracardiac echocardiogram (echo). The shape of the thrombus was small and fiber shape. The device was removed and physician aspirated fluid and blood from the sheath with a 50cc syringe. The patient was reported discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25 mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45 x 45 delivery sheath. During procedure, a possible thrombus seen when device deployed to ball. The physician elected to remove device and sheath. The patient was reported discharged.